Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited loss of capture and mode switch. It was also noted the right ventricular (rv) lead exhibited diminished sensing. The ipg and rv lead remain in use. No patient complications have been reported as a result of this event.